Manufacturer narrative:
Corrected data: d6a. "(B)(6) 2023" should be added. D6b. "(B)(6) 2023" should be added. B5- the reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -11.50 into the patient's right eye (od) on (B)(6) 2023. Reportedly "lens implanted. Dr. Realized broke in eye. Removed. " the lens was implanted and removed intraoperatively. A back up lens of the same parameters was implanted and the problem was resolved. Patients' status reported as "good". The cause of the event was the device and the device failed to perform as intended. Claim# (B)(4).

Event description:
The reporter indicated that 12.6mm vicm512.6 implantable collamer lens of a -11.50 diopter tore/broke during injection into the patient's eye. The lens was implanted and removed.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).